Event description:
Original surgery on (B)(6) 2013, with implantation of a smr anatomic total prosthesis. Sometime later the pt had a fall and suffered a rotator cuff tear. It was reported that the l1 poly liner dislocated and broke as a result of the fall. Conversion to smr reverse on (B)(6) 2013. The event occurred in (B)(6).

Manufacturer narrative:
We checked the work cycle and the raw material certificate of the l1 poly liner involved without finding any anomaly. Also the check of the work cycle of the explanted humeral head did not show any anomaly. By the event description, the trauma experienced by the pt is the cause of the poly liner breakage. Also the pt condition (rotator cuff tear, which was may be caused by the trauma) could have contributed to the incident. The complaint source confirmed that no further info is available. In particular, the explants were thrown away by theatre staff and there were no pictures taken of the device; therefore we could not perform a deeper investigation. Our analysis and the event description indicate that no malfunction of the liner occurred, and that pt fall is the cause of the incident. (B)(4). No corrective actions have been defined for this case; lima corporate will keep monitored the market.